Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. The test result cleared the (B)(4) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the microbes were detected as follows from the subject device. First time: on (B)(6) 2017. - all channels: a 35cfu/scope (staphylococcus epidermidis and staphylococcus coagulase). Second time: on (B)(6) 2018. - suction channel: two cfu/channel (staphylococcus hominis and corynebacterium spp). - instrument channel: seven cfu/channel (moraxella spp, micrococcus luteus, staphylococcus hominis and bacillus spp). - air/water channel: twenty cfu/channel (staphylococcus epidermidis, micrococcus luteus, moraxella spp, staphylococcus capitis and corynebacterium spp). The subject device had been disinfected with non-olympus automated endoscope reprocessor (B)(4) using peracetic acid. The subject device was manufactured after an elevator mechanism design change in january 2016. There was no report of infection associated with this report.